Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim #: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was removed and replaced intraoperatively with a different diopter lens and problem was resolved. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).